Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her sensor readings are inaccurate. Last week, her sensor reading was 144 mg/dl, but her blood glucose was 400 mg/dl. Other times, her blood glucose can be below 60 mg/dl, but her insulin pump does not go into threshold suspend as it should. Today her blood glucose was 42 mg/dl, but her sensor reading was 122 mg/dl. She stated if she didn't check her blood glucose with a meter she would not have know that she was low. She treated with juice. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.